Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. The stated failure mode was confirmed through visual inspection on the journey ii bcs art insert trial sz 3-4 10mm. The visual revealed the device has a large piece missing from it. The missing piece was not returned with the device. The instrument was manufactured in 2013, and exhibits significant signs of wear/usage. A medical investigation was conducted and this case reports the trial insert broke during use. Per complaint details, the procedure was completed using a backup device without delay, and no patient injury was reported. Since no patient harm is alleged, no further clinical assessment is warranted. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that during tka procedure the jrny ii bcs art isrt trl sz3-4 10mm rt cracked off. This happened during use inside the patient. No delay. S&n back up device was available to complete the procedure. No other complications were reported at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.